Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the additional information you provided of "there has been a rectal tear and a new cut.". When did the rectal tear occur? Was the rectal tear due to a difficulty associated with removing the device after the firing? What was done to address the tear? Was another device used to complete the procedure as you have stated "...a new cut"? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the stapling was not effective. The stapling has been performed only on 1/2 cm. There has been a rectal tear and a new cut. The surgeon had to take another like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5846e. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The damage noted on the knife and washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: when did the rectal tear occur? Was the rectal tear due to a difficulty associated with removing the device after the firing? The rectal tear is related to the incomplete stapling. What was done to address the tear? Was another device used to complete the procedure as you have stated "...a new cut"? The surgeon has used another device and performed a new cut.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any patient consequences as a result of the event? No complications because the surgeon cut the rectum and remade anastomosis; the consequence for the patient is the noticeable reduction in rectal capacity with numerous stools and small amounts. " attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any injury to the surrounding tissue that has led to the numerous stools with small amounts? Has there been any medical or surgical intervention to address the numerous stools with small amounts? Please explain.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was there any injury to the surrounding tissue that has led to the numerous stools with small amounts? Has there been any medical or surgical intervention to address the numerous stools with small amounts? Please explain. Response: see below the answer of the surgeon: "the cut of the rectum increase the stool splitting syndrome. The accident therefore had a fractional effect." Further clarifying information was requested and the following was obtained: can you please explain what is meant by ¿stool splitting syndrome¿ and ¿fractional effect¿? This syndrome and this effect are related to numerous stools with small amounts.